Event description:
It was reported to resmed (B)(4) that an astral device's alarm was triggered which notified the caregiver to the malfunction. There was no patient injury reported as a result of this incident.